Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # t5e52y. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted and no reload was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: what was the exact surgical procedure? Laparoscopic sigmoid disease. What were the indications for surgery? Diverticulitis. What color cartridge was used? Blue. Was buttressing material used? No. Please explain what is meant by random staples. The device fired approximately 10mm of intact staple line. The second squeeze of the firing lever jammed and the surgeon could not move the firing lever to advance the staple line. Was the device difficult to close? No, it was reported that the device closed without issue. Prior to activating the return button, did the surgeon return firing trigger to open position? Yes, the first squeeze of the firing trigger was successful but the surgeon was subsequently unable to squeeze the firing trigger. What is the current patient status? Unknown.

Event description:
It was reported that the device fired random staples and did not cut tissue in the jaw. The device stapled and cut tissue during the first squeeze of handle, approximately 11mm of staple line. During the subsequent trigger squeeze, the firing trigger lost compression and the handle was limp and non functional when trying to advance. The surgeon activated the knife return button and attempted to return the knife. The surgeon tried repeatedly to return the knife through multiple attempts of squeezing the firing lever after changing the direction of the knife. After repeated attempts, he managed to return the knife and open the device. The surgeon also reported that there was nothing unusual when closing the device on tissue. The procedure was a lap sigmoid resection for diverticular disease. He reported that the tissue was normal and the device was easy to close. The surgeon also reported that the procedure was converted to open through a pfannenstiel incision, and a contour stapler was used to complete the transection.